Event description:
It was reported that the patient had two events that were suspicious for mucous plugging this morning, but no plug was detected. The tracheoscopy was normal except for concern that in certain positions, the tube may be too short and back walled. The trach was removed and changed. The cuff was found asymmetry after it was changed out. The operator of the device was a health professional. There was no patient harm reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.